Event description:
Material no: 270415; batch no: unknown. It was reported that chloraprep applicator contained a hair. Verbatim: chloraprep applicator contained a hair.

Manufacturer narrative:
A lot number was not provided. A photograph was sent for analysis. Photo showed a hair inside. An initiative under our current CAPA is to replace lab coats to prevent hair from coming into the controlled manufacturing environment. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. An initiative under our current CAPA is to replace lab coats to prevent hair from coming into the controlled manufacturing environment. Anti-electrostatic coats started to be implemented on (B)(6) 2021. Bd will continue to track and trend for the reported defect. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: 270415 , batch no: unknown. It was reported that chloraprep applicator contained a hair. Verbatim: chloraprep applicator contained a hair.